Event description:
Customer alleges there was an unintentional movement of the head up function. There was a hip surgery pt in the bed when the unintentional movement occurred. No injury was reported.